Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during a surgical procedure to remove an existing intraocular lens from another manufacturer, there was prolonged manipulation to free the existing iol requiring placement of a capsular tension ring. Secondary implantation of a light adjustable lens (lal, sn 70046700709, +20.5d) was performed after vitrectomy with iris suturing due to zonular dehiscence. Rxsight's first awareness of this event was on 07/25/2024.

Manufacturer narrative:
Updating section b5 based on new information received after the submission of the initial MDR: on (B)(6) 2024, the light adjustable lens (lal, sn (B)(6), +20.5d) that was previously sutured to the iris was explanted due to tilt and decentration. An intraocular lens from a different manufacturer was implanted as a replacement. Section h6 codes were updated accordingly. Manufacturer reference #: (B)(4).